Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a surgical procedure on (B)(6) 2024, the lead broke in sacrum.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction - procedure was not extended.

Event description:
Additional information was obtained, revealing that the surgery was not prolonged by the incident.